Event description:
As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not deploy, resulting in failure of intravascular fixation. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the device was advanced through the sheath. The user was trained to the device, and it was stored and prepped per the instructions for use. The device was used in a diagnostic procedure with a retrograde approach, and the device and packaging were not inspected prior to use. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be at least 5mm. The device will be returned for analysis.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.